Manufacturer narrative:
This complaint was received via user report and has been reported to sweden-lakemedelsverket . The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a sweden-lakemedelsverket user report which reported the following information: an unspecified sensor was reported with the abbott diabetic care (adc) device, and the customer was unable to obtain readings. Customer reported that while using the aid omnipod insulin pump with the freestyle libre plus sensor had encountered a signal loss and used get a low glucose alarms occasionally only when the sugar levels were noted as 3mmol/l. Symptoms experienced by the customer were unknown. The customer had contact with a healthcare professional (hcp) and received unspecified treatment for the reported product issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.